Event description:
It was reported that customer experienced pixel problem on pump display that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to put pump into storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return affected pump using prepaid label within requested timeframe.